Event description:
It was reported to guidant that "the aneurysm had enlarged from 5.1cm to 5.7x5.2cm. The endograft was implanted in 2002. Pt had experienced a type I and the right iliac was dilated, cta 3mm. In 2004 the internal iliac was coiled and another company's extension graft was placed. The pt is doing fine."